Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via an 8.5fr sheath hole prior to a cardiac ablation procedure performed on (B)(6) 2022. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14fr sheath, and the procedure was completed. A third prostyle was used in a second access site and hemostasis was achieved with the sutures of the three prostyle devices. On (B)(6) 2022, the patient experienced an uncomfortable sensation at the access sites. On (B)(6) 2022, while seeing the physician, the patient¿s the foot was found to be swollen. Echo and computed tomography was performed, and blood flow was found decreased by thrombus found from the external iliac vein to the common femoral vein; however, the vessel was not occluded. The physician suspected that the inside of the vessel was damaged and created the thrombus. Blood thinner medication was increased, and the patient has been followed-up as an out-patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of thrombosis, tissue injury, inflammation, ischemia, and pain are listed in the prostyle instructions for use as potential adverse event associated with use of the suture mediated closure devices. A conclusive cause for the reported patient effect of pain and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional prostyle devices are filed under separate medwatch report numbers.